Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient set up a follow-up appointment and the issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a lot of pain at the area of their implant since (B)(6) 2017. Patient stated that they felt like they were getting stabbed or punched. There were no falls or traumas related to the report. The patient¿s stimulator was turned off. They had not had their therapy on for a month because they had been okay without it. It was reported that the patient was still on ¿norco oral medication,¿ since they were implanted and that was not helping their pain symptoms. It was reported that this was considered a sudden change in therapy/symptoms. The event occurred on (B)(6) 2017. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the MRI technician on 2017-oct-23. The MRI technician inquired if it was okay to scan the patient since their implant was dead. It was reviewed that since it is based on the patient¿s word and not on a manufacture representative (rep) or healthcare professional (hcp) that they could not guarantee that the ins was dead. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had felt like their ins "exploded" because they were having so much pain at the ins site. The patient reported that they went to the emergency room because of the pain and when they got home, they were unable to charge their ins. The patient also reported that their ins went dead after they stopped recharging it. The patient contacted a manufacturer representative and was given directions on how to trickle charge their ins, but the trickle charge attempt was unsuccessful. The patient had an appointment with their neurosurgeon scheduled for (B)(6) 2017 to discuss potentially explanting the system. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had seen a power-on-reset (por). Patient reported they saw the por after restarting ins/trickle charge. It was reported this por was related to an overdischarge event. Patient reported that they met with the manufacturing representative for trickle charge and since has been completing the trickle charge on their own and just saw the por. Patient was told if the por was warning he would have to call the rep to meet up and clear it. Patient was redirected to healthcare provider. No symptoms reported. No further complications were reported or anticipated.